Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter reading erratic. Customer was concerned with test result of 100 mg/dl. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of feeling shaky, dizzy and blurry vision. Medical attention was reported as a result of the actual blood glucose results. Customer stated that due to the readings given by the meter, the doctor increased her insulin medication on (B)(6) 2020 during a doctor's visit. On (B)(6) 2020, the customer was experiencing symptoms of low blood glucose after recommended insulin dosage. The customer contacted the doctor again and doctor decreased her recommended insulin dosage. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 245 mg/dl fasting using true metrix meter. Customer was satisfied after troubleshooting with results within the acceptable variances and is satisfied the products are working as intended. The test strip lot manufacturer¿s expiration date is 01/15/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).